Event description:
The user facility in (B)(6) reported the air tubing detached from the vitrectomy hand piece during surgery. The facility did not report any pt impact.

Manufacturer narrative:
The sterilization and lot history records have been reviewed and found to be acceptable.